Event description:
In 2000, catheter placed without difficulty or complication. In 2001, catheter recalled due to propensity for catheter tip seperation. Seven months later tip of catheter broke off during change over guidewire or prior to change over guidewire and lodged in lower lobe branch of right pulmonary artery. Retrieval not attempted. A month later retrieval attempted but not successful. Tip firmly wedged in right lower lobe.